Manufacturer narrative:
The skull clamp assembly was inspected and functionally tested by the service engineer and no discrepancies were observed. The customer suspected improper usage of the device. This MDR is being submitted outside of the required timeframe as part of remedial action initiated by the manufacturer, in response to internally identified issues regarding failed electronic submissions through webtrader.

Event description:
During a pediatric procedure on (B)(6) 2020, the customer reported that the hfd100 skull clamp slipped. There was no patient harm reported due to the event.